Event description:
The surgeon reported a posterior capsule tear occurred. A sys message displayed and accumulating air was observed when the surgeon attempted to use the vitrectomy probe. The sys message disappeared shortly and then the vitrectomy probe did not work initially. The surgeon had to step on the footswitch twice to activate the vitrectomy probe. The case was completed with the sys even though the sys had a slow response. There was no pt harm reported.

Manufacturer narrative:
The co svc rep examined the sys and replaced the manifold assembly. The manifold assembly will be returned for in house testing. The sys was then tested and met all prod specs. The sys was then tested and met all prod specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.